Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured an out-of-range shock impedance through a replacement implantable cardioverter defibrillator (ICD).